Event description:
It was reported that during routine follow-up, noise was observed on the atrial lead. Electrical values were normal. The lead remained implanted and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.